Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the needle broke in half while pulling the device out of the trocar. The remaining half of the needle was retrieved from the abdomen.